Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An investigation of the results reported in ¿transcanal endoscopic ear surgery for middle ear cholesteatoma¿, glikson, et al; otology <(>&<)> neurotology, vol. 38, 2017. The objective of the study was to ¿evaluate the clinical parameters, outcomes, and complications of transcanal endoscopic ear surgeries for middle ear cholesteatoma.¿ the population in the study consisted of ¿adult patients (age>18) who underwent transcanal endoscopic ear surgeries for cholesteatoma, between march 2009 and march 2015.¿ outcomes included postoperative complications for patients who underwent either total or partial ossicular replacement prosthesis placement. Of these, ¿one patient developed protrusion of the ossicular chain reconstruction prosthesis that necessitated surgical intervention.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the corresponding author confirming that the device reported in this article as having protruded was a non-medtronic prosthesis.